Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot#: 0211159613, implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 07-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that following ins replacement for battery depletion, the impedance showed bad values of >31,000 with all electrodes for the lead. There were no external contributing factors. The cause of the bad impedances was a broken lead. The lead was replaced and all impedances were in normal range now. The patient was alive with no injury. No further complications were reported or anticipated.